Event description:
It was reported that the patient lost consciousness due to low blood glucose (bg) levels. Specific bg levels were not provided. The patient did not seek medical intervention. As treatment, the patient's boyfriend gave her candy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.